Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and manual injections. Reportedly, the customer was released on 12/14/2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.